Event description:
Related to MFR report # 2183959-2012-02384. On (B)(6) 2005, a monarc sling system was implanted to treat for "pelvic organ prolapse and stress urinary incontinence." Plaintiff's attorney has alleged that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and other losses. Also alleged, plaintiff had "extensive medical treatment, including, but not limited to, operations to locate and remove the products, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and that "plaintiff has suffered sever and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.